Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. Water test was performed before and after the decontamination procedure, which was acceptable. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse checked the reagent and sample probe adjustments, cleaned wash station and checked photomultiplier tube shutter adjustment. A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that the customer's quality controls for hcg were consistently out of range however, the customer may have been using a different method other than the instrument ranges to track quality controls or the ranges set up on the instrument may be outdated. The hsc specialist stated that the instrument data did not indicate any mechanical issues which would contribute to the discordant hcg results. The cause of the discordant, hcg results on two patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely low human chorionic gonadotropin (hcg) results were obtained on two patient samples on an immulite 2000 instrument. The discordant results were reported to the physician(s). The patient with sample ID (B)(6) was sent to another laboratory where a new sample was obtained from the patient and was tested on an alternate platform, resulting higher. The customer repeated sample ID (B)(6) on the same instrument, which resulted higher than the initial result. The customer also retrieved sample ID (B)(6) and repeated it on the same instrument, resulting higher. The patient with sample ID (B)(6) had an ectopic pregnancy. The corrected results were reported to the physician(s). It is unknown if the result obtained on the alternate platform for sample ID (B)(6) was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low hcg results.